Manufacturer narrative:
(B)(4). No product return is planned. Customer does not allege a device malfunction, a failure investigation will not be performed. The customer has been provided with a secondary setup tip sheet, section from the pump directions for use manual describing and illustrating the secondary setup and directions fur use for the secondary tubing connection to the primary set upper y-site.

Event description:
Customer reported that they had an event where the pump was programmed for a secondary infusion of potassium chloride (40meq in 100ml normal saline), but the nurse mistakenly connected the secondary tubing to the primary port below the pump, rather than using the upper injection port as per the directions for use. Since the infusion had bypassed the pump and the roller clamp was fully opened, the entire volume infused in about 5 minutes instead of the two hours it should have taken. The patient reported facial flushing and lips burning immediately. The patient required intervention. Physician was called to the bedside and arrived within minutes. Interventions included: 1 amp of calcium gluconate, EKG, repeat potassium post infusion. Customer stated that no additional patient or event information is available.